Event description:
The initial reporter received questionable ise indirect na and ci for gen.2 results from an unspecified number of patient samples tested on the cobas 6000 c 501 (ul) v. The reporter stated they have ion-selective electrode (ise) calibration issues and that the patient results were low but would be normal on rerun. The reporter was able to provide one example of a discrepant result. The initial result was not reported outside of the laboratory. The initial sodium result was 108 mmol/l. The repeat result was 138 mmol/l. The initial chloride result was 78 mmol/l. The repeat result was 102 mmol/l.

Manufacturer narrative:
The electrode lot numbers and their expiration dates were requested but not provided. The investigation reviewed the last calibration performed on (B)(6) 2023; the results were within specifications. The investigation reviewed the customer's qc recovery. The customer's target means and ranges were not provided. The customer stated that they previously had issues with qc recovery passing. The investigation reviewed the customer's handling of patient samples. The patient sample was centrifuged for 5 minutes at 4500 rpm. The centrifugation time may be shorter than recommended, and the centrifugation speed may be faster than recommended. Instrument issues: the field service engineer (fse) inspected the module and found the vacuum tube on the rinse head to be ripped causing improper vacuum and carryover. The fse then replaced and inspected the rinse/vacuum tubing. He verified the module's performance by calibrations and qc with successful results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.